Event description:
The customer reported that system power distribution pcb has failed 3 times.

Manufacturer narrative:
The ge service rep ordered the power distribution pcb and surge suppressor pcb. He removed and replaced the power distribution and surge suppressor pcb. The rep restrapped the transformer for proper output. The transformer appeared unbalanced. Now system is tripping cb2 input breaker. He ordered a power supply and interconnect cable. The interconnect had several broken wires. The final resolution was the isolation transformer.